Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, and a different issue was identified. The failure investigation has been completed and the alleged battery issue was verified. Additionally, duplication testing was performed and no failure was identified related to the reported shutdown issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. Subsequently, the customer's pump shut off. Customer's blood glucose level was 90 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available for alternate insulin therapy.